Event description:
Olympus was informed that the tip of the device was broken. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found that the grasping section was detached from the dowel pin but still attached to the insertion section. The device was sent to the original equipment manufacturer (OEM) for further investigation. The OEM evaluation revealed that the teflon pad was deformed and evidence that the grasping section may have come in contact with the probe. It is believed that the grasping section was detached due to the way the probe was inserted.